Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the cartridge was damaged at the cartridge tubing, interrupting insulin delivery. The customer loaded a new cartridge to address the issue. The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The elevated blood glucose was addressed by a correction injection via manual insulin therapy.